Manufacturer narrative:
Date of event: unknown, not provided, best estimate (B)(6) 2017. The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted in her left eye (os) on (B)(6) 2017. The patient complains of experiencing halos in both eyes (ou). The huge halos are seen around lights after dark and there is glowing around the television in both eyes. The patient reported that the implanting doctor indicated she would not have problems with halos with this type of lens. She also mentioned her doctor could put in a different lens. The patient sought a second medical evaluation where she was told her eyes are very healthy and she had the option of removing the lens and replacing it with a monofocal iol. At this time, the patient does not plan on seeing the implanting doctor again, nor does she have plans on removing the lens. She has not received any type of treatment. No additional information was provided. The patient had bilateral lenses implanted. This report captures the event for the left eye. A second report will be submitted for the event for the right eye.

Manufacturer narrative:
Product evaluation: a product evaluation/investigation was not performed as no product was returned. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.